Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip had difficulty passing through the scope. It was noted that the clip was tried to open, but would not open and after multiple attempts, the clip opened. The clip was then grasped and locked onto tissue, but would not break away from the catheter to deploy. Reportedly, the clip was pulled on while it was attached to the lesion until the clip came off of the mucosa. Additionally, there was no signs of immediate or delayed bleeding. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.